Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. Data was provided for evaluation. Data review did not confirm the reported event of a frozen receiver display screen. A root cause could not be determined via data. No product was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.